Manufacturer narrative:
Correction: a review of the service history identified the device has no prior service. A review of the device history record is not required as an investigation has already been initiated for this issue.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by turning on the machine and the se 21502 (flange sensor failure) alarm was reproduced right when the machine was turned on. The flange sensor test was performed with passing results. The grommet was found to be rotated approximately 45 degrees allowing the flange, near the lower flange shaft, to rest on the non-recessed portion of the grommet causing the se 25102. The grommet was rotated back so that the grommet recess was flush with the flange. This fixed the se25102 to no longer occur. The grommet will be corrected. The event history log was reviewed and revealed multiple occurrences of se 21502. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. To correct the issue the grommet will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
.It was reported a system error 21502 (flange sensor failure) alarm triggered on a novum iq large volume pump. The event occurred during an unspecified process step in the biomed department. There was no patient involvement. No additional information is available.